Event description:
It was reported that the laser aimer cover on the 8800 system was getting damaged too easily. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was discovered the customer was misusing the cover and not using the skin spacer during the service call. The system was found to be working as intended and put back into service.